Event description:
It was reported the patient felt the ipg might protrude through her skin as she had lost a significant amount of weight. Subsequently, the ipg was moved to a new pocket site on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.